Manufacturer narrative:
Natus tech support advised the customer advised the customer to reseat the connection to intensity switch, and provided the replacement part number to that switch if needed. And to follow up if reseating didn't resolve the issue. Device status has been requested from customer, with no response. No further investigation required.

Event description:
The customer reported on (B)(6) 2017 that a neoblue3 led was having most of the leds being amber on the high setting. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.